Event description:
The following has been reported: alarming "system error 110 on power up" unit was showing and alarming "system error 110 on power up". Replaced defective cpu board. Calibrated and ran the test procedures. All tests okay. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the cpu board has been replaced, that solved the issue. Once received in brézins for further investigation, during the visual check, a mark has been found on a component. Then, the reported event is reproduced. Although it cannot be confirmed, a drop or fall of the device is suspected. To our knowledge this complaint is not being related to patient safety" this complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.